Manufacturer narrative:
Patient received an exchange but during the surgery bled a lot. The anesthesia was unable to get their pressure up much past 50 or so. At one point chest compressions were done. The chest was eventually closed but the patient had to be taken back to the or for bleeding a short time after. Later the next day the patient was put on a temporary rvad. There is no relevant past medical history. Patient did have relevant treatment and diagnostic test but no access to the results. The cause of death on the death certificate at this time is unknown. No additional information provided concerning the period surrounding the patient's death. It was reported that no further information regarding the reported events is available. The pump was not returned to the manufacturer for evaluation as it was disposed by site. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and multiple high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, pharmacological, procedural and clinical factors including patient comorbidities may have contributed to the events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional information received: patient received an exchange but during the surgery bled a lot. The anesthesia was unable to get their pressure up much past 50 or so. At one point chest compressions were done. The chest was eventually closed but the patient had to be taken back to the or for bleeding a short time after. Later the next day the patient was put on a temporary rvad. There is no relevant past medical history. Patient did have relevant treatment and diagnostic test but no access to the results. The cause of death on the death certificate at this time is unknown. No additional information provided concerning the period surrounding the patient's death. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that patient was admitted to hospital due to dark colored urine. Log files were sent which showed elevated pump power. Patient was scheduled to exchange pump for monday (B)(6) 2016 but had to emergently exchange on night of (B)(6) 2016 due to further increase in power. Pump was exchanged for pump (B)(4), rvad placed. Patient ultimately was put on temporary support on the right side. All support was withdrawn on (B)(6) 2016. Patient outcome death on (B)(6) 2016. No further information provided.